Event description:
Information received from our another country affiliate. They reported a patient developed a 1mm, central, corneal ulcer with infiltrates and leukoma in the left eye. The patient reported alternating wearing acuvue, acuvue 2 softlens contract lenses. The patient was sure a johnson and johnson lens was worn at the time of the adverse reaction, but was not sure if wearing acuvue or acuvue 2. The lenses were reportedly worn on a daily wear schedule and renu mps was used. The event occurred on the second day of wearing the lens in question. A medical report issued in march 2007 was received by our affiliate indicating the onset of symptoms was approx two months earlier. We do not know if the cornea was cultured. The patient reported the product was not provided to the treating doctor for culture. The patient was treated with cefazolin, tobramycin, minidex, vigamox, pred forte and atropine. The va at that time was 20/60. The patient reportedly is waiting for a corneal transplant. Requests were made for additional information and our brazil affiliate said the patient does not have the product or the lot number and they do not expect to receive further medical information. All MDR reports are reviewed in our firms quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.